Event description:
The event is reported as: complaint alleges: clip was not loading properly and would fall out of the applier. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A device history record (DHR) review did not show any issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint cannot be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.